Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 21 mmol/l. No significant events leading to the alarm were observed. Nothing further reported.

Manufacturer narrative:
The pump passed the displacement test. However, the pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion tests due to the motor error. The pump was received with normal operating currents, and passed the self test, and off no power tests. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a missing end cap sticker and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.